Event description:
It was reported that during at least 5 interventions in the operating room, the kappa xlt monitor suddenly stopped. The consequences of this incident is the lack of monitoring during surgery. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.